Event description:
It was reported that the pump had motor stalls and was explanted. It was stated that the stall occurred on (B)(6) 2012 at 14:59 and the pump had to be restarted at 17:42. Another motor stall occurred later at 21:48 and did not recover until (B)(6) 12 at 20:35. Patient went through withdrawal and had to be given a patch for meds. It was added that patient had less than 50% therapy relief and "underdose symptoms." Drugs delivered via the device were morphine and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, lot# j0058231r, implanted: (B)(6) 2001, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found it passed all non-destructive lab testing. There was motor stall recovery in the logs; indicating that in the pump's life there was at one time a motor stall and then recovery. During destructive analysis, significant residue in the pinion and on the upper shaft of gear 2 was found. Shaft wear was also noticed on the upper shaft of gear 2. Analysis also found residue on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly. Pump motor gear train anomaly corrosion and-or wear and-or lubrication were noted.